Event description:
On 31/may/2023, a call was placed to customer support requesting the serial number for this patient¿s fresenius cycler and modem. During the call, it was stated the patient passed away. There were no reported allegations of any product related issues in association with the patient¿s death. In an additional follow-up call, a peritoneal dialysis (pd) nurse familiar with the patient indicated there were no issues with the cycler or fresenius products in relation to the patient¿s death. Per the nurse, the patient expired on (B)(6) 2023 with primary cause of death reported as end stage renal disease (esrd). The patient was reportedly found deceased in the home. The nurse stated it is unknown if the patient was connected to the fresenius cycler. However, the patient had a long standing history of non-compliance, and the nurse stated it is believed the patient stopped doing dialysis. No further information about the patient¿s death was available.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to the reported death.

Event description:
On (B)(6) 2023, a call was placed to customer support requesting the serial number for this patient¿s fresenius cycler and modem. During the call, it was stated the patient passed away. There were no reported allegations of any product related issues in association with the patient¿s death. In an additional follow-up call, a peritoneal dialysis (pd) nurse familiar with the patient indicated there were no issues with the cycler or fresenius products in relation to the patient¿s death. Per the nurse, the patient expired on (B)(6) 2023 with primary cause of death reported as end stage renal disease (esrd). The patient was reportedly found deceased in the home. The nurse stated it is unknown if the patient was connected to the fresenius cycler. However, the patient had a long standing history of non-compliance, and the nurse stated it is believed the patient stopped doing dialysis. No further information about the patient¿s death was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a call was placed to customer support requesting the serial number for this patient¿s fresenius cycler and modem. During the call, it was stated the patient passed away. There were no reported allegations of any product related issues in association with the patient¿s death. In an additional follow-up call, a peritoneal dialysis (pd) nurse familiar with the patient indicated there were no issues with the cycler or fresenius products in relation to the patient¿s death. Per the nurse, the patient expired on (B)(6) 2023 with primary cause of death reported as end stage renal disease (esrd). The patient was reportedly found deceased in the home. The nurse stated it is unknown if the patient was connected to the fresenius cycler. However, the patient had a long standing history of non-compliance, and the nurse stated it is believed the patient stopped doing dialysis. No further information about the patient¿s death was available.